Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a demonstration of the motor drive unit, the mdu would not properly spin the blade of the device when activated. There was no patient involvement.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The root cause of the device not cutting properly was due to the 24v dc cable being unplugged from the mdu pcba. The cause of the loose part heard rattling was due to three loose screws on the sub-chassis and the sub-chassis was bent.